Manufacturer narrative:
This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted to FDA by may 31, 2019. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device -- 35 days. Manufacturer¿s investigation conclusion: a direct correlation between the reported bleeding and the device cannot be conclusively determined. The patient remains ongoing on the device. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. The IFU provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2018, the patient contacted the device clinic with complaints of bleeding from the implantable cardioverter-defibrillator (ICD) surgical site and was instructed by electrophysiology (ep) to present to the emergency room for evaluation. The patient reports that the lvad support strap had been "scratching and rubbing" the skin over the pocket and has been bleeding since. While in the emergency room, the patient was evaluated by ep who examined the wound and recommended admission for overnight monitoring. The wound was evaluated by ep on (B)(6) 2018 and found to be stable. Steri-strips were applied to the wound and pressure dressing was placed. The pressure dressing will stay in place until follow up with ep in the device clinic on (B)(6) 2018. The patient will continue prophylactic clindamycin until seen in follow up with ep. The patient was discharged afebrile with vital signs stable on (B)(6) 0218. The patient was evaluated on (B)(6) 2018 by (ep) in the clinic and it was determined that the patient's wound was open into the pocket and would require surgical revision. The patient underwent hematoma evacuation with ep on (B)(6) 2018 and tolerated it well. The patient was admitted for observation overnight. The pressure dressing was removed on (B)(6) 2018 which revealed an intact incision and no hematoma. The patient received 3 doses of intravenous clindamycin and was transitioned to 5 day course of doxycycline for prophylaxis. The patient was discharged afebrile with vital signs stable on (B)(6) 2018.